Event description:
Reporter stated the display of the infusion device was damaged, and the insulin delivery amounts are not fully readable. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The event occurred in (B)(6).